Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and the qc sample (control #3) was in range. The cause for the discrepant results is unknown.

Event description:
The customer reported discrepant sodium, potassium and chloride results. There was no injury due to this event.

Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined.